Event description:
A report was received from a user facility in (B)(6) stating: "cutter stopped during surgery. After pushing in the foot control, the cutter started again and stopped. Needed to change the pack. No pt injury".